Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Left hip revision due to acetabular liner wear grinding of the left hip noted in (B)(6) 2016. X-ray shows the acetabular liner has worn on the left side.

Manufacturer narrative:
Procedure: left hip revision due to acetabular liner wear grinding of the left hip noted in early (B)(6) 2016. X-ray shows the acetabular liner has worn on the left side. The 3 implants that were discarded were retained and sent (B)(4) for examination. Primary implant date: (B)(6) 2011. Revision date: (B)(6) 2016. Patient outcome post surgery: stable patient. Activity levels: active. No reports or x-rays available. Note: product status -retained by customer (not legal); retained by legal was selected as part of (B)(4) submission due to lack of status option. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.